Event description:
Seeing erratic results for bicarbonate, creatinine, ast, calcium, albumin and hdl. They have not reported the incorrect results. The field service rep found the vacuum vessel was clogged and repaired the instrument by cleaning the vessel.